Manufacturer narrative:
The emdr with manufacturer report number (MDR 9618003-2021-02725), submitted on 11/24/2021 was submitted in error as this case was determined to be not reportable. Please retract the report. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported that customer complained that the starter hole was off-centered resulting in leakage within 1 day of wear time. No harm was reported to the patient. Photograph depicting the issue was received from the complainant.

Manufacturer narrative:
MDR 9618003-2021-02725 / device 9 of 10. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).